Manufacturer narrative:
Batteries were not returned to manufacturer. (B)(4). The controller, (B)(4) and batteries (B)(4) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the devices could not be performed since the units were not returned for evaluation. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The premature power switching events occurred on both power ports. The manufacturer has opened an internal investigation to investigate momentary disconnections. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 17:59:22 and 17:59:28; respectively. The data point prior to the controller power up was logged at 17:52:52 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2; both batteries had experienced momentary disconnections within the preceding 15 minutes. The data point after the controller power up event was logged at 18:14:20 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2 of the controller; both batteries had experienced momentary disconnections within the preceding 15 minutes. Based on log file analysis, the root cause of the loss of power can be attributed to a disconnection of both power sources; it's possible a momentary disconnection had occurred during the power source exchange. No alarms were logged near (B)(6) 2017. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the most likely root cause of the reported "red alarms" was the result of the controller restarting after a loss of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017. (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017. (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017 - received 8/31/2016. (B)(4) - 1650de - MFR. Date: 05/31/2016 - exp. Date: 05/31/2017 - received 9/05/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller switches from power port 2 to power port 1 before batteries are down at 25 percent. This occurs when the batteries are connected to port 1 but it does not happen when the batteries are connected to port 2. The patient reported that he is not so happy with the system like before, because he had switching also in the past. All batteries and the controller were replaced after discussion with the field engineers. A controller restart was logged in the data on (B)(6) 2017. There was no consequence to the patient.

Manufacturer narrative:
The controller, (B)(4) and batteries (B)(4) were not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the controller and (B)(4) could not be performed since the units were not returned for evaluation. Although, failure analysis of (B)(4) showed that it passed both visual and functional testing. Log file analysis revealed that the controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) was not involved with any power switching occurrences. The premature power switching events occurred on both power ports. The manufacturer is investigating momentary disconnections. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 17:59:22 and 17:59:28; respectively. The data point prior to the controller power up was logged at 17:52:52 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2; both batteries had experienced momentary disconnections within the preceding 15 minutes. The data point after the controller power up event was logged at 18:14:20 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2 of the controller; both batteries had experienced momentary disconnections within the preceding 15 minutes. Based on log file analysis, the root cause of the loss of power can be attributed to a double disconnect; it's possible a momentary disconnection had occurred during the power source exchange. No alarms were logged near 01/18/2017. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the most likely root cause of the reported "red alarms" was the result of the controller restarting after a loss of power. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.